Event description:
It was reported that this pacemaker device exhibited a single high out of range pace impedance measurement of 2001 ohms on the right ventricular (rv) lead which triggered a lead safety switch (lss). As a result, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. Since the lss occurred, there have been multiple episodes exhibiting noise on both the rv and right atrial (ra) leads. The noise was oversensed on both the ra and rv leads and resulted in rv pacing inhibition with asystole of approximately four seconds observed in one of the episodes. The ra and rv leads are not boston scientific products. Boston scientific technical services (ts) indicated they believe the spike in impedance is due to a device header spring contact issue. Ts suggested to the boston scientific representative to program the rv lead to a bipolar sensing and unipolar pacing configuration if the unipolar configuration does not exhibit noise and the threshold measurement is appropriate. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited a single high out of range pace impedance measurement of 2001 ohms on the right ventricular (rv) lead which triggered a lead safety switch (lss). As a result, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. Since the lss occurred, there have been multiple episodes exhibiting noise on both the rv and right atrial (ra) leads. The noise was oversensed on both the ra and rv leads and resulted in rv pacing inhibition with asystole of approximately four seconds observed in one of the episodes. The ra and rv leads are not boston scientific products. Boston scientific technical services (ts) indicated they believe the spike in impedance is due to a device header spring contact issue. Ts suggested to the boston scientific representative to program the rv lead to a bipolar sensing and unipolar pacing configuration if the unipolar configuration does not exhibit noise and the threshold measurement is appropriate. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.